Event description:
My son's omnipod 5 controller malfunctioned. It had me discard 2 separate pods, full of insulin. I was thinking maybe the box of pods were defective. It did the same thing with the 3rd pod replacement. The controller kept reading, discard pod and can't be activated. I called the help line for omnipod. For 1 and a half hours, a call center person helped me. We had to deactivate / clear all info from the controller and restart / reboot the device. As I was dining my son to school and dosing him for the breakfast he had eaten; the pod flashed a warning and wouldn't distribute insulin, stating it was too much. Upon looking, the controller was going to give him 28 units that would have killed him. I had to drive an hour away to his diabetes office and have the dr reset up his controller. My son missed school that day. I am now super worry every time I depend on his omnipod to dose. Very scary experience for both of us. Omnipod controller malfunction. Ref reports: mw5154534, mw5154536.